Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. Customer may have bumped into a counter top but was unsure. Touchscreen was unresponsive to touch; however, the green status light was illuminated and customer was able to continue use of the pump for insulin therapy. Customer's blood glucose was 90 mg/dl. Customer reported that manual injections were also readily available if needed.